Manufacturer narrative:
(B)(4). The tracheostomy tube referenced in this complaint was received for evaluation. The reported "cuff won't inflate" issue was confirmed during visual examination. The cuff was found to have a hole.

Event description:
A report was received stating a tracheostomy tube's balloon would not inflate during prior to use testing. There was no patient involvement.

Manufacturer narrative:
(B)(4).